Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated, that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) 2024, it was reported, that the patient's egv was 73 mg/dl, while her bg was 27mg/dl. The patient went to the kitchen to eat apple, but she passed out. When she gained consciousness, she just sat down and self treated with the apple. The patient did not call medical assistance and just monitored her sugar by using bg meter. At the time of contact, it was indicated, that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.